Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that a dissection occurred. Vascular access was obtained via the radial artery. A percutaneous transluminal coronary angioplasty was performed on a moderately calcified and moderately tortuous right coronary artery (rca). A 24 x 2.50 promus premier select stent was successfully deployed in the rca. After performing post dilatation, a proximal edge dissection was noted in the proximal pert of the stent. To cover the edge dissection, a 15 x 2.50 stent was deployed proximally to the first stent, overlapping it and covered the edge dissection. The procedure was successfully completed and the patient was reported to be stable.